Event description:
The subject device was sent to an olympus service center for annual inspection with no complaint. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning. In addition, there was a leak due to a scratch on the distal end, the distal end was shaved due to handling, and there was corrosion around the lever arm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained on forceps elevator because reprocessing could not be completed due to leakage from distal end, therefore the elevator was not brushed. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories.". Olympus will continue to monitor field performance for this device.